Event description:
Approximately 8 months following cypher stents placement, the patient returned for follow up. Repeat coronary angiography revealed a stent fracture with no restenosis. The patient had intially presented with an acute myocardial infarction. The target lesion is described as a class c, de novo lesion of the distal right coronary artery. This was a non-bifurcating, non-tortuous, 30mm lesion with moderate calcification but no thrombus present. The lesion was pre-dilated with a 2.5 x 20mm apollo balloon at 6 atms for 20 seconds. A 2.75 x 33 cypher was deployed at 10 atms for 10 seconds with a post minimal luminal diameter of 2.82. Timi pre-procedure was 1 and post-procedure was 3. There was 1:1 vessel sizing. No complications were reported.